Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be determined. It is likely the following led to the malfunction: an electric conduction was activated. This may have caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device failed to bow or cut, and the wire eventually snapped. The issue occurred during an endoscopic retrograde cholangiopancreatography (ercp). There were no reports of patient harm.